Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer display was unable to hold itself up. The display would not stay in place. The upper left and right hinges were replaced. It was also determined at analysis that the lower-case feet were worn, and the system fan was noisy. The stylus was not working. The hard drive was reconfigured, reloaded and the software was updated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during interrogation the programmer display screen was unable to hold itself up. The programmer was returned into service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.